Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Bg was addressed via a correction bolus and a supply change. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days.